Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection reflin (1 g, 4 exchanges; route and duration not reported), injection tobramycin (40mg, 4 exchanges; route and duration not reported), and injection vancomycin (1 g once a day on every 5th day; route and duration not reported) for peritonitis. On an unknown date, the catheter was removed (current mode of dialysis administration not provided). Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.